Manufacturer narrative:
According to the physician, patient reported symptoms of pain at approximately five (5) weeks post-operation. No symptoms of infection reported. Physician prescribed medication for neuralgic pain, but patient was not satisfied. Approximately three (3) months post-operation, physician removed devices to assuage patient's concerns. Healing had occurred and cosmetic benefit was maintained (brow remained lifted). Patient and physician were satisfied with results. Surgery center states that explanted devices are being returned to manufacturer for investigation. Devices will be evaluated once received. A follow-up MDR will be submitted with any additional information as necessary once investigation is completed.

Event description:
It was alleged that physician removed two (2) endotine transbleph devices three (3) months post-operatively. Patient reported symptoms of pain at surgical site and requested the devices be taken out. No evidence of infection at surgical site.